Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: b3. H3, h4, h6: part 319.090, lot 2604359: manufacturing site: bettlach. Release to warehouse date: (B)(6) 2010. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: a product investigation was completed: visual inspection of the returned depth gauge revealed the narrower of the sleeve¿s two tabs at the proximal end was broken. The broken piece was not returned. The sleeve¿s distal threads had noted nicking to the threads. The threads were not stripped however, and the knurled cap was able to thread onto the sleeve. It was also observed that the measuring hook was gradually bent along its entire length. Based on visual inspection, the received condition of the device agreed with the complaint condition. The complaint condition was confirmed. No other damage was noted to the other features or components of the device. Dimensioning of the broken feature of the sleeve was not possible due to the received condition of the feature. The diameter of the shaft prior to the distal tapering was measured and no issues were found. The relevant drawings were reviewed. During the investigation, no product design issues were observed that may have contributed to the complaint condition. The complaint condition was confirmed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. No manufacturing issues were identified during investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: reporter is synthes sales consultant. A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, the depth gauge outer cylindrical portion was broken where the depth is read. Procedure and patient involvement are unknown. This report is for one (1) depth gauge for small screws. This is report 1 of 1 for complaint (B)(4).